Event description:
It was reported that the ilet pump¿s display screen became detached and cracked while being handled, after which the screen shut off and the pump stopped working; the user transitioned to backup therapy with subcutaneous insulin and the device will be returned. Symptoms included elevated blood glucose at 276 mg/dl without reported clinical symptoms. Outcomes included an interruption of insulin delivery requiring use of backup therapy. Investigation included device replacement logistics and user education on shutdown procedures, data syncing, return process, and continued cgm use. Investigation of this case revealed a damaged display/screen resulting in loss of function and inability to continue therapy. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen leading to device malfunction.